Event description:
Additional information received indicated that the patient had recovered and left the hospital after the anti-infection treatment. The product was not explanted. It was stated that the physician suggested the infection was no related to the product.

Event description:
It was reported that the patient found a cyst in the area where the lead had been implanted. White blood cell count was higher and the doctor suspected infection. The patient was treated with "anti-infection therapy." It was stated that the patient got dbs therapy on (B)(6) 2013. The stimulation hadn't been turned on yet. It was reported that "since the infection could not be decided, the product had not been explanted yet."

Manufacturer narrative:
(B)(4).